Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A pre-cautery test was performed with returned device and a reference bipolar cord. The device passed the pre-cautery test, with stem generated during several device actuations, and the device shut off when the pedal was released. Based upon the functional test, the reported complaint could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 bipolar bisector kept burning even when not stepping on the pedal. The hospital switched out the cord and the generator, and the same problem occurred. The hospital then switched out the generator and the bisector and it worked. The replacement vh-2000 unit was used to complete the procedure. The hospital did not report any pt complications. The product is returning.